Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported that no blood was present in it. Consequently, the fse completed condensation removal per manufacturer's specification and the iabp passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
Customer reported that the intra-aortic balloon pump (iabp) generated "autofill failure" after it was being rebooted for a "false blood detected alarm". The iabp would not fill and would not start., so the customer changed the console and sent the first one to biomed. This event occurred while in use on a patient, however; there was no harm/injury to the patient.